Event description:
Revised pt to remove migrated 3.0 autofix compression screw.

Manufacturer narrative:
Removal of migrated 3.0 autofix compression screw. Visual eval shows slight damage to screw consistent with use and removal.